Event description:
It was reported the subject device displays an error message 315. The issue occurred during set up and inspection for use before patient in the room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction error message 0315 due to no image (error code e216). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.